Manufacturer narrative:
B5- "the reporter indicated that the surgeon implanted a vticm5 implantable collamer lens into the patient's left eye (os). The patient experienced inflammation/ iritis; medication was prescribed; pupil anomaly and pigments in the anterior chamber. The lens remains implanted. Reportedly "patient has no symptoms and 1 month post op after repositioning the lens I still see some pigments in the anterior chamber. But no interventions are planned for now. I will just monitor the iop and give topical anti glaucoma meds if iop increases". H6- health effect- clinical code: 4581- pupil anomaly. H6- health effect- clinical code: 4581- pigment in anterior chamber. Claim# (B)(4).

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date of event: unknown. (Expiration date): unknown, no serial number reported. This product is not marketed in the us. (Device manufacturing date): no serial numbers reported. Claim # (B)(4).

Event description:
The reporter indicated that a vticm5, implantable collamer lens was implanted into the patients left eye (os), marked inflammation, ac ++++, was noted 6 weeks post op. Medical intervention ( pilocarpine) was prescribed. If additional information is received a supplemental medwatch report will be submitted.